Event description:
Caller reported pt experiencing low blood glucose (30-32 mg/dl). Caller indicated that pt was given 2 glasses of orange juice. Caller indicated that paramedics were contacted and provided a dextrose IV and pts blood glucose rose to 162 mg/dl while at the hosp. Caller indicated that pt was a brittle diabetic. Caller indicated that device was working properly, but did not know what the concern was.